Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of multiple motor stall <(>&<)> recovery was unknown. Patient was scheduled for replacement tomorrow but had a urinary tract infection (uti). The case cancelled this evening. The patient was not experiencing symptoms. The patient would be replaced at some point. Patient was to have battery replaced today (B)(6) 2019. Patient was now alarming every 10 minutes. The rep would be requesting to pick up pump to send in for analysis as well. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that pump packaged for return after pick up from lab today. Tracking number was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 1.10 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient's pump was alarming and patient programmer (ptm) was displaying code 8476. Patient scheduled to be seen in office today at 2:45. The patient did not recently have a magnetic resonance imaging (MRI). Logs revealed sporadic stalls going back to (B)(6) 2019. The stalls were at random times lasting for as long as 12 hours. Pump was currently recovered. Patient saw 8476 code on ptm and did report hearing the pump alarm. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified a feedthrough anomaly with shorting across the insulator. (B)(4). If information is provided in the future, a supplemental report will be issued.